Event description:
On (B)(6) 2009, the patient reported that both the up and down buttons of her infusion device have not been functional for the past 2 months. She noticed this wile attempting to bolus. She stated that the buttons do not pop back up when pressed. She stated that the infusion device has been dropped and she has spilled insulin in the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.